Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) developed a hematoma at device insertion site that required additional intervention. The hematoma was drained during the procedure to implant an epicardial left ventricular (lv) lead. No additional adverse patient effects were reported. The device remains implanted and in service.